Event description:
Customer reported that a device malfunction occurred after the device fell from a height of 2-3 feet. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the device and assisted the customer in doing so. The customer did not experience a recurrence of the malfunction after resetting and was advised to continue using the device, with instructions to contact support if any issues reoccurred.